Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer's blood glucose was 580 mg/dl at the time of test. The customer declined troubleshoot for high blood glucose for under delivery. The customer experienced the symptoms such as vomiting. The customer was advised to the change the entire set and perform the follow up attempt to obtained missing information. The insulin pump will not be returned for analysis.